Event description:
Description of event according to study: wce-1616: zenith tx2 dissection w/pro-form and z-trak plus (zdeg): on (B)(6) 2020, the patient underwent an endovascular aortic repair for an aorto-cava fistula via percutaneous right and left scarpa under general anesthesia. The procedure angiography reported that the proximal zone of graft implantation was zone 8, and the study device was patent. There was no separation, evidence of device integrity issues and no endoleaks. On (B)(6) 2020, seven days post procedure, the follow-up computed tomography (CT) with contrast was completed. The CT showed all vessels, and the study device was patent. There was no separation, evidence of migration, evidence of device integrity issues and no endoleaks. On (B)(6) 2020, 38 days post procedure, the follow-up CT with contrast was completed. The CT showed all vessels, and the study device was patent. There was no separation, evidence of migration, evidence of device integrity issues and no endoleaks. On the same day, the patient experienced an abdominal aortic rupture in which the hemorrhage was outside the aorta. Vascular access was used at the ¿aorto bi-iliac¿. The patient had an unsuccessful secondary intervention which was a conversion to open surgical repair after the study procedure was placed due to a ruptured vessel and retrograde dissection. The device was explanted and no information was provided regarding degree of attachment/ ingrowth. The site stated for the secondary intervention, ¿removal of zdeg and iliac stents. After the operation, the patient remains hemodynamically unstable and still has bleeding. Surgical resumption the same day. Multi-visceral failure. Death of the patient.¿ the site stated, ¿the patient was treated emergency. She had a dissection at the subrenal aorta upstream of the zdeg. Surgeons remove the graft with aorto-bi-iliac bypass. Lots of bleeding during surgery. The closure is carried out with a vacuum dressing. In reanimation, the patient is hemodynamically unstable and has a lot of bleeding in the vacuum dressing. No active bleeding found during new surgery. The patient goes into multi-visceral failure. Death of the patient.¿ the site did not relate this event to the study device or to the study procedure. The site indicated aortocava fistula rupture contributed to this event. This event was resolved (patient recovered/stabilized) without sequelae on (B)(6) 2020. The patient experienced multi-organ failure on the same day. The patient received a transfusion for medical treatment and a non-vascular surgical intervention. The site commented, ¿in reanimation, the patient is hemodynamically unstable and has a lot of bleeding in the vacuum dressing. No active bleeding found during new surgery, but colonic necrosis. The patient goes into multi-visceral failure. Death of the patient.¿ the site did not relate this event to the study device and the study procedure. The site considered this event ongoing. The site reported death on (B)(6) 2020 due to multi-organ failure. An autopsy was performed and report was available. The site stated, ¿the patient had a multi-visceral failure. Based on patient age and the seriousness of patient case, doctors and the family decided to stop acute care. The patient is dying¿. The cause of death was determined by in-hospital evaluation at demise and was related to primary disease progression. Patient outcome: unsuccessful secondary intervention was performed with removal of study device. Death reported on (B)(6) 2020 due to multi-organ failure.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under 510(k)/PMA: p180001. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.